Manufacturer narrative:
A patient experiencing a lead fracture during an ipg revision was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Reference manufacturer report number: 3006705815-2021-04582. It was reported that the patient experienced ineffective therapy after falling through a wall. An x-ray was taken of the scs leads which confirmed a fracture on one of the leased. In turn, the patient underwent surgical intervention wherein the scs lead was explanted and replaced to address the issue. Since it is not known which device contributed to the issue, all possible devices are being reported on.